Manufacturer narrative:
Initial reporter name and address: (B)(6). A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A visual analysis of the photographs identified one extended opening, flat creases and yellow/black particle material on the shell. Device analysis performed through photographs and due to the impossibility to perform a microscopic analysis, it is not possible to determine the most likely failure mode. Ps-qp-onev-115717: covid-19 quality plan - complaint handling. The reason for reoperation is: unknown side "capsular contracture" baker grade unknown.

Event description:
Health professional reported unknown side "capsular contracture" baker grade unknown and a rupture was discovered during surgery. The device has been explanted.